Event description:
It was reported that the patient's incision site appeared to be infected and appear to be healing slowly. The patient was prescribed antibiotics for a possible infection. As such, surgical intervention was undertaken on (B)(6) 2024 wherein the physician removed some of the non-healing tissues from the incision to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.